Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon indicated that jaws would not fully open. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the detached top jaw. The condition of the upper jaw prevented the functionality of the device . The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.